Event description:
The customer reported that during a laparoscopic colon resection the device's knife blade stopped working during case. The device was returned for investigation with the webbing protruding from the hinge. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.